Event description:
As reported, approximately 8 years post op the initial total hip arthroplasty, this female patient was revised due to pain and osteolysis as identified on CT scan. The surgeon used a competitor's augment and bone grafting to support the supero posterior area above the cup. A new vitamin e liner was utilized and a 36mm head. The patient was left in stable condition. Explants not available to the representative. No further information is available from the sales representative.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the osteolysis and subsequent revision cannot be conclusively determined; however, it is most likely due to patient related conditions. These devices are used for treatment not diagnosis. Concomitant device(s): 3666321, 118-41-03 - p-series pf plasma h/o collarless sz 3 12/14; 2920162, 120-65-15 - bone screw 6.5mm dia x 15mm long; 2575505, 120-65-25 - bone screw 6.5mm dia x 25mm long; 2402916, 170-36-07 - biolox delta femoral head 36mm od, +7mm; 3674824, 180-01-52 - nv crown cup clstr hole 52mm group 2.

Event description:
Revision operative report of 5 oct 2022-postoperative diagnosis: mechanical failure of left total hip arthroplasty. Revised to novation xle 10-degree liner. Acetabular component only. Indications: pain with ambulation. Procedure: partial and extensive synovectomy was performed. Removing all the poly wear and synovitic material. Obvious extensive poly wear. No trunnion wear. The femoral component was found to be well fixed. The acetabular liner shows significant wear. Large superior acetabular osteolytic defect with cortical breakthrough. Bone graft was used. Liners were trialed. Components were fixed. Sterile dressing was applied. The patient was awoken from anesthesia and transferred to pacu in stable condition. There is no other information available.

Manufacturer narrative:
Additional information received requires a new investigation. Pending investigation. No other information is available.

Manufacturer narrative:
H3: investigation results - based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: significant edge loading of the femoral head on the acetabular liner and a combination of largest available femoral head and/or thinnest available acetabular liner was used. The revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear and osteolysis after being implanted for approximately 8 years. Additional contributing factors to the reported failures may have been the result of a combination of the risk factors. However, this cannot be confirmed as the devices were not available for evaluation.